Manufacturer narrative:
Fluid was observed above the plunger. This indicates the inadequacy of the o-ring. The inadequate o-ring reduced the total insulin reaching the user, ultimately causing an insulin delivery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod for more than 48 hours on the abdomen.